Manufacturer narrative:
Awaiting product return to conduct quality investigation.

Event description:
Consumer called concerning accuracy on his wife's meter. Analysis run on clark erorr grid using mean avg. Reading (65) as ref. Point vs bd readings (36, 93) yielded data points in the d range of the grid, outside of acceptable limits.